Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub/collar separation. With the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety shield detached at the "glued connection" during use "without any force" being used. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "twice during the last 2 weeks the safety shield detached at the "glued connection", without any force being used. This happened when attaching the needle to the holder."